Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/15/2016. It was reported that the patient underwent vaginal mesh excision, cystourethroscopy, and vaginal biopsies on (B)(6) 2015 by (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stage ii enterocele with questionable high rectocele stage c and stress urinary incontinence and mesh was implanted along with the concurrent procedures of abdominosacral colpopexy with the use of mesh, and cystourethroscopy. It was reported that following insertion of the mesh the patient experienced infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and client stated she still is having stress urinary incontinence, she feels worse. (B)(4).